Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, she received a text stating "app is closed and won't decisive glucose information".

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, she received a text stating "app is closed and won't decisive glucose information." In addition after the text, the patient claims she was no longer receiving trend data. There was no report any injury or medical intervention. No additional event or patient information is available.